Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication cannot be determined although the surgeon indicated that he applied too much tension on the pulmonary artery causing a tear injury. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. The logs were reviewed by an isi advanced failure analysis engineer (fae) and the following findings were obtained: there were no errors in the logs related to the stapler. Per the logs, the surgeon fired one white sureform 45 reload with a sureform 45 stapler instrument. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, the surgeon applied excessive tension to the left pulmonary artery during stapling with the sureform 45 stapler resulting in a tear in the pulmonary artery. Bleeding occurred as a result and the procedure was converted to open surgery to resolve the bleed. The cause of the intra-operative complication can be attributed to possible use-error as the surgeon indicated that he had applied too much tension to a vessel which tore.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the surgeon applied too much tension to the left pulmonary artery during stapling with the sureform 45 stapler instrument resulting in blood vessel damage. There was bleeding and the procedure was converted to open. There were no further issues after the procedure was converted. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information: the incident occurred during the first staple fire, when the surgeon was trying to staple the left pulmonary artery with a white reload. A tear occurred on the left pulmonary artery. The surgeon stated that the cause of the tear was due to excessive tension applied to the tissue while firing a white sureform 45 stapler reload with the sureform 45 stapler instrument. As a result, the blood vessel was damaged. Per the surgeon, there was no malfunction of the sureform 45 stapler instrument or reload. There were no error messages generated during the stapling incident. No buttress material was used. The target tissue was not exposed to chemotherapy or radiation. The surgeon converted the procedure to open surgery to stop the bleeding. The blood loss volume is unknown; however, the surgeon indicated that the patient was not administered a blood transfusion. The stapler instrument and reload have been discarded and will not be returned to isi for evaluation. No photographs/images are available for evaluation.